Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were parts damaged. The next step was to replace the damaged parts. No patient was present at the time of the event. Additional information was received. There was an issue with the ssd. The imaging system could not transfer manually or automatically. The ssd was replaced and the issue was resolved.